Manufacturer narrative:
The device will not be returned. Based on reported information, integra has initiated an investigation.

Event description:
It was reported the device broke and the patient underwent revision surgery. The nail snapped at the proximal third, at the slotted hole. This patient also had another company's nail break previously. This complaint was initiated to register the breakage. The revision went well. It was reported no patient injury is alleged for this event.